Event description:
Patient reported right side capsular contracture grade ii. Healthcare professional later reported "rupture" and capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported "capsular contracture grade ii¿. Later healthcare professional later reported "rupture" and "capsular contracture baker grade I". This report is for the right side. The device was explanted and replaced.